Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock. Upon investigation, the device showed no shock was delivered, but two high voltage lead impedances were observed. During lead replacement procedure, patient jumped off the table and screamed due to pain when paced. Previous fluoroscopy showed no signs of lead issue and no other electrical anomalies. The physician elected to cap the lead and insulation anomaly was noted.